Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, no anomalies were found.

Event description:
It was reported that when the patient was paced in the ventricle, the patient felt a shock in the middle of the back. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that when the patient was paced in the ventricle he was feeling a shock in the middle of his back when paced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the patient was paced in the ventricle he was feeling a shock in the middle of his back when paced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.